Manufacturer narrative:
It was reported that the line was removed and replaced due to "malpositioning" and "no blood return through any lumens". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"No blood return through any lumens."

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6.